Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 46 mg/dl. Customer states she had four times now had lows and believes its due to the recall. Customer had been in the hospital at least twice out of the four lows. Customer asked to speak to higher technician. Customer states on (B)(6) she learned about the recall when she called in to report her lows for the 4th time now. Customer states because it is a voluntary recall she wants to take this problem to the news. Customer states these lows are been going on for 3 months now and wants to know why she is just finding out about this. Customer talked to higher up technician and declined troubleshoot but wanted documentation. Customer states on her own she did a self test. Customer states the last time she had a problem with the pump it was a motor error instead of a recertified replaced pump she received a new pump. Customer states she was treated her lows with apple juice. Customer states about 3 months ago (B)(6) this issue started. .the insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08720 inches. No motor error alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip and minor scratched lcd window.